Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the system. Fse found the tubing to the sample valve had been deformed and was causing the leak. The fse replaced the sample valve tubing to resolve the issue. No further leaking has been reported. (B)(4).

Event description:
The customer experienced a leak out of the sample valve tubing on the au640 clinical chemistry analyzer. The customer stated that liquid had leaked down inside the instrument, but was contained within the confines of the instrument. Leak was deionized water. There is no exposure associated with this event. There was no slip or fall hazard associated with this event. There was no report of erroneous results associated with the leak event. There was no death or serious injury related to the leak. The customer was wearing the appropriate personal protective equipment.